Manufacturer narrative:
(B)(4).

Event description:
It was reported the right atrial lead dislodged and consequently had no sensing. The physician explanted and replaced the lead with a new one. The condition of the patient was stable before and after the procedure.